Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) pocket appeared to be dehiscing. The pocket healed, and the physician continued to monitor the patient¿s incision site every two weeks. The device remains in use. No further patient complications have been reported as a result of this event.